Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had bleeding the same day as the procedure and the surgeon suspected it was from the sealed omentum. During a sleeve gastrectomy, the surgeon noted that the seal quality was not optimal with a bleed occurring just after a seal. The patient lost roughly a liter of blood which required a laparoscopic wash out and drain.